Event description:
Pt undergoing esophagogastroduodenoscopy with peg tube insertion. The endoscope was passed into the stomach. The area was prepped and draped in a sterile fashion. Lidocaine was injected. Bubbles were seen in the syringe simultaneously as the needle entered the gastric lumen. The trocar needle introducer was then inserted. The needle was removed. A guidewire was advanced through the trocar and retrieved using a snare. The guidewire snare and endoscope were removed together; however, the snare broke and was found to be in the posterior pharynx. The endoscope was then reinserted into the posterior pharynx where the guidewire was retrieved using forceps and withdrawn. A 20fr peg tube was then advanced down the guidewire using the push technique.

Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed no other similar complaint(s) from this lot number.